Event description:
Patient was operated for CABG x4. (Over 16 hrs in the or) pt had severe acidosis that was unable to be corrected. After 4th time on and off bypass support, surgeon elected to place a bvs blood pump. On day 2, patient was returned to or for exploration due to bleeding. When lifting the heart, the cannula pulled back exposing the sideholes of the right atrial cannula. Air entered the system and the pump had to be re-primed. On day 3 the patient died due to multi system organ failure and profound acidosis.